Event description:
The customer reported that when the device was to be retrieved for use on a pt, it was noticed that the readiness indicator was not displaying the "ok" symbol. The device was not brought to the scene of the pt. The pt was treated by an airport emergency response team. The pt's outcome was not reported. There were no reports of adverse affects to the pt related to the device.

Manufacturer narrative:
A preliminary examination of the device by medtronic has found that the device will not turn on. Medtronic continues to investigate the reported event.